Event description:
Customer called to report low bg's and hospitalization. Also stated the syringe door was loose. Customer declined to perform any troubleshooting. Pump was working fine at this time. Device was not dropped, bumped, or exposed to moisture.